Event description:
It was reported the camera head had no image during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on the cable, and the device failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image on the device was due to a faulty cable, a puncture on the cable, and the device failed the leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.